Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was determined that the lead was dislodged. The lead was revised and remains in use. The patient is a participant of the adaptresponse study. No patient complications have been reported as a result of this event.